Manufacturer narrative:
The facility reported that once the door made contact with the employee's hand, the door immediately stopped its downwards movement and began moving towards the open position. The employee reported he obtained a small bruise and went to the facility's ER for evaluation. The employee was instructed to ice the area and take over the counter pain medication if necessary. A steris service technician was dispatched to the facility following the event and inspected the vision single chamber washer. The technician found that the unit's door mechanism, including the door safety switch operated as designed; stopping its downward movement as soon as an obstruction was encountered. No repairs or adjustments to the washer were required following the event. The unit was installed in january of 2009 and is not under a steris service contract agreement. The vision single chamber washer operator manual (1-2) states, "warning if an obstruction is present in chamber door, do not attempt to remove the object. Door automatically raises and remains open..." Following the event, the facility's in-house staff performed in-service training on the proper use and operation of the reliance vision single chamber washer. No further issues have been reported.

Event description:
The user facility reported an operator was loading baskets into the washer when a basket was observed to require repositioning. The operator attempted to reposition the basket as the washer door was closing and sustained a bruise when the washer door made contact with their hand.